Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery the surgical console presented with ultrasound problem without system message. The console was changed and the procedure was completed. Clinical consequences for the patient were not reported. Additional information was requested, the customer is unwilling to provide further details.

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on assessment, the product met specifications. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).